Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the third drain cycle of peritoneal dialysis therapy. The patient stated that they had disconnected from the device without using proper disconnect procedures and then had reconnected using proper aseptic technique. The technical services representative assisted the patient in clearing the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the user had disconnected from the device without using proper disconnect procedures. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.